Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed. A service history record review reveals that this unit was in the field for over there (3) years with no previous reported issues related to this reported event.

Event description:
It was reported that the customer requested for the trend data to be extracted from (B)(6), 2014. The pt passed away when they had the device assigned to them. Additional information received from customer stating "no we were not aware of anything wrong with monitor. The download and check was just precautionary in case a lawsuit follows."